Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that for two consecutive pump refills, some inconsistencies were highlighted regarding the actual volume aspirated from the reservoir having been significantly higher than the expected volume. At the first pump refill, the expected reservoir volume was 3 ml, and the actual reservoir volume aspirated was 17 ml. At a second refill performed on (B)(6) 2025, the expected reservoir volume was 6 ml, and the actual reservoir volume aspirated was 17 ml. Performing a contrast-enhanced study on the catheter was being considered. Factors that may have led or contributed to the issue were unknown. It was unknown if the issue was resolved as of 2025-nov-28. The patient was without injury regarding their status as of 2025-nov-28. The physician also reported a lack of alarms or warnings from the synchromed pump when the reservoir volume does not decrease as expected. The physician emphasized that, in the current case, the symptoms were manageable; however, in the possible case of a patient being treated with morphine, the symptoms due to the failure to administer the medication would be more severe without adequate warning from the pump. The physician emphasized the need for these alarms and expressed a desire for the pump to be developed. The patient's medical history, gender, and age at the time of the event was unknown or would not be made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the date of the first pump reservoir volume discrepancy was observed on (B)(6) 2025. The serial/lot number of the catheter was unknown. A catheter dye study was performed on (B)(6) 2026 and the doctor changed the last part of it because it was damaged. The cause of the issue/volume discrepancies was not known. Actions/interventions taken included the pump was "imposted" in a minimum flow and on (B)(6) 2026, the pump was changed. It was unknown if the event had resolved. An analysis letter was requested by the customer.

Manufacturer narrative:
B2/h1 correction: intervention required was checked along with serious injury based on new information received on 2026-mar-31. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 implanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) reporting that the date of the first pump reservoir volume discrepancy was unknown. The cause of the issue / volume discrepancies was not yet determined. It was reported that they were planning to perform a contrast-enhanced study, but the date had not yet been set. The catheter serial/lot number was unknown. It was reported that the issue was not yet resolved, but the catheter was currently implanted in the patient and in function.